Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, a suspicious mobile flap of tissue/potential thrombus was found at the tip of the limbus on transesophageal echocardiography (tee) shortly after the was was inserted into the left upper pulmonary vein (lupv). Prior to the was being inserted across the transeptal puncture (tsp) in the left atrium (la) there was no flap of tissue/thrombus. The physician decided to abort the procedure. The activated clotting time (act) was above 400 seconds. There was no patient complication.